Event description:
A consumer reported after having an intraocular lens (iol) implanted, she has noticed a difference in color perception in each eye. No impact on daily living. She also reported that the iol implanted in the right eye was noticed to have moved the first day after surgery and the surgeon repositioned the iol. She reported to be happy with her vision after having a yag laser performed twice on the right eye one year after the iol was implanted. At the request of the consumer the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted; f/u was not able to be conducted. (B)(4).